Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's pitch cable was found to be frayed. The conductor wires were intact and undamaged, but drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode of instrument did not open/close. The instrument passed a friction test on an instrument performance tester (ipt). No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer noted that the prograsp forceps instrument cable was broken and thereafter the instrument would not open or close. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.